Event description:
A competitor reported that during device changeout, when the pocket was opened the device stopped pacing and the patient was asystolic for 15 seconds. The device would pace in unipolar but not bipolar. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): normal battery depletion found upon analysis.